Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device diposition is unknown.

Event description:
It was reported that 5.0 locking screw was found broken in gamma nail.

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x45 mm was alleged of issue k-180 (implant breakage - screw) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. During investigation no dimensional or manufacturing related issues were found. The locking screws in question are temporary implants which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implants are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, overload. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Depending on various factors like load application, patient¿s post implant behavior, suitable anatomical reduction, the kind of bone breakage, the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. One requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. A third requirement is a timely bone healing in order to relieve the implant permanently during the period of implantation. Referring to received information the locking screw broke after an implantation period of approx. 2 weeks. Due to unavailability of reported product for further inspection, it could not be determined in what manner the screw had broken. The IFU lists unstable fractures, postoperatively loads in combination with full weight bearing, delayed bone healing as adverse effects and contraindications. The IFU advises that the surgeon must counsel each patient individually on correct behavior and activity after the implantation. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. It could not be determined whether a load peak ¿ e.g. Fall, stumbling ¿ had occurred resulting in an initiation of a crack ¿ potentially contributed by increased weight bearing and / or high weight. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the implant in question was not verified. However, based on complaint history, some of the possible causes are: patient related: (e.g. Mechanical overstressing, focus of tension, traumatic overload, inadequate load or support), handling failure( e.g. Implant was weakened / damaged when implanted; inadequate reposition, wrong nail geometry chosen, position of implant is incorrect, mislocking, misdrilling). A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that 5.0 locking screw was found broken in gamma nail.